Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 3006705815-2019-03515. It was reported that patient experienced nerve irritation in their right leg post trial lead implantation. The leads were explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.